Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, while on resection of the stomach, the staples were not formed into b shapes. The surgeon had to over sewn and used another device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was fully applied and the interlock was engaged with no knife blade damage. The loading unit was reset with staples from a test sulu for functional testing. The sulu was then loaded into the returned device. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.